Event description:
A frank dialyzer blood leak occurred upon initiation of dialysis - membrane rupture & defective dialyzer. Patient lost approximately 50cc of blood with no subsequent injury. Second occurrence with same lot #. Lot # pulled from stock and is being returned to the company.